Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken by paramedics to the emergency room (ER) due to hypoglycemia. The patient reports their personal diabetes manager (pdm) had over calculated a bolus resulting in their blood glucose level falling to 16 mg/dl. Per the reported medical event from a previous call the symptoms reported include loss of consciousness, shaking and the patient falling to the floor. The patient was put on a heart monitor in the emergency room. The patients blood glucose levels were checked every 30 minutes and the patient was given graham crackers and ginger ale. The patient was released the following morning.

Manufacturer narrative:
The returned device was evaluated and the user attempted to deliver boluses meant for a total of 54g of carbs, but instead, they delivered 54 units of insulin. The user manually set the insulin delivery values to 18u, 18u, 18u, and 6u, and they confirmed these values. The bolus calculator was not used, for the calculator was turned off by a safety feature of the pdm. The pdm worked as intended. The clip on the battery cover was observed to be broken off. It could not be determined when this damage occurred. This would not affect the operation of the device.